Manufacturer narrative:
Additional information: on 18-sep-2023 the lens was exchanged for a longer lens; this resolved the problem. Cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/5.5/101 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. Cause of the event is unknown.